Manufacturer narrative:
The connex spot monitor is intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, pediatric, and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. No further information is available on the device at this time. The device has been returned to the service center and will be sent to hillrom manufacturer to complete a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
The customer reported that the plug of the csm unit melted into the outlet while it was being charged. The picture provided of the power cord, indicates that the plug melted at the end which connects into the power supply. It was reported that the power source and 4-5 cables were damaged as a result of the event but that the csm still worked with no issue. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).